Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight and broken shell and others. A microscopic analysis was performed which identified: sharp broken and stress marks, near of the broken site, this condition was called surgical impact and two smooth broken on the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken due to surgical impact. Two smooth broken due to smooth opening. Reason for reoperation: rupture, and capsular contracture, baker grade ii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a right-side rupture. Hcp additionally indicated the reason for remove was capsular contracture, baker grade ii. Device was explanted.